Event description:
The following was reported to hamilton medical ag: during testing and repair at customer facility. Ventilator arrived to our facility with the complaint that the buttons no longer worked after the customer replaced the blower for concern of not passing blower testing. Confirmed that the front display buttons were inoperable on start up. Opened ventilator and reinstalled front panel connections, confirmed that buttons were now operational and was able to get the device into service software mode. While in service software mode I pressed on the control board near the front panel connection, this caused the buttons to immediately fail and whether related or not the ventilator displayed a "blower failure" and began ramping up the cooling fan, as well as sounding an unusual constant alarm. Upon this happening I unplugged the ventilator from power and began to inspect the control board, where I found a visibly corroded contact point on the control board, near the rtc capacitor. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).